Manufacturer narrative:
Additional information: additional information indicated that the replacement lens was a light adjustable lens of 26.0 diopter. The following fields were updated based on the additional information received: section a5: ethnicity: not hispanic/latino. Section a6: race: white (caucasian). Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 23, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found lens was cut into three pieces, coated in viscoelastic, and the pieces were stuck together. The lens pieces were cleaned and observed with no further issues. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The "lens cut" observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was also noted that an incorrect date ((B)(6) 2024) was inadvertently entered in section ¿g3¿ of the initial MDR report which is incorrect. The correct date that should have been entered is (B)(6) 2024. Therefore, this supplemental report is to correct that information as indicated below: section g3 date received by manufacturer: (B)(6) 2024 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5, a6: unknown/ not provided. Asku. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was exchanged/explanted from the patient's right eye. It was noted that visual issues were debilitating. The patient cannot tolerate halos. This was replaced with a non johnson and johnson iol. There was no capsule tear, no vitrectomy, no sutures, no meds outside of standard of care during the surgery. No other information was provided.